Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause to communication error code (e224) was found to be disconnection in cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had communication error code 224. There were no reports of patient harm.